Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure owing to the patient experiencing blurry vision after the implantation of a multifocal lens. It was further stated by the physician that the patient could have had rejection reaction to the tecnis iol acrylic material. The lens was replaced with a z9002 22.00 diopter iol, serial number: (B)(4). No further information has been provided.

Manufacturer narrative:
(B)(4).all pertinent information available to the manufacturer has been submitted. Placeholder.